Event description:
Customer reported cartridge alarms 20 and 30 during pumping. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support confirmed the issue and decided to replace the pump. Meanwhile, the customer planned to use multiple daily injections (mdi) as backup therapy to ensure insulin delivery was not interrupted. The customer did not express interest in obtaining an out-of-warranty loaner pump.